Event description:
The customer reported a malfunction on the pump with a malfunction code displayed as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was instructed to call back if the issue happened again. The customer understood and acknowledged these instructions.